Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was not working. A technical support specialist (tss) after rebooting the system reviewed the logs and confirmed that users were successfully able to log in. The tss then dialed into the device remotely and monitored user authentication via bio-ID. The originally reported issue had been resolved. The system functioned as intended after the technical support specialist repaired the device.